Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump did not register that there was a reservoir and that the blood glucose ran high due to an air bubble in the tubing. The blood glucose reading was 388 mg/dl. The customer reported that insulin squirted out during the manual prime and the customer was unable to exit the preparing to prime loop. The customer stated that the top of the reservoir and tubing connector were dry when connected. The customer reported a gap between the piston and the reservoir. The drive support cap was normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.